Manufacturer narrative:
For the reported event, lot number was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604550. Implantable port allegedly experienced a break. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is female, and the weight is (B)(6).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model: 0604550. Implantable port allegedly experienced a break. This report was received from a single source. This event did involve patient with no patient consequences. The patient is 67 years of age, the gender is female, and the weight is 110 lbs.

Manufacturer narrative:
H10: for the reported malfunction, lot number was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation, therefore, the investigation of the reported event is inconclusive, however, medical records were provided for review. The review of the medical records is inconclusive for catheter break. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.